Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported that the medical staff had an aic replaced as there was a red battery failure. There was no harm or injury to the patient.

Manufacturer narrative:
The investigation into the aic - battery cell failure has been completed since the original report was filed. The product was returned for investigation. Per the provided clinical information, the root cause of the aic - battery cell failure was a defective battery.